Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Concomitant device(s): 300-30-06 equinoxe preserve stem 6mm, 320-38-03 equinoxe reverse 38mm humeral liner +2.5, 320-10-00 equinoxe reverse tray adapter plate tray +0, 320-15-01 eq rev glenoid plate.

Event description:
As reported by the equinoxe shoulder study, approximately 2 years post op the initial tka, this 65 y/o female patient was experiencing unexplained pain. Sudden on set pain and swelling, there was no trauma per patient. The case report form indicates this event is definitely not related to devices or procedure. This event report was received through clinical data collection activities. No action taken at this time, outcome is continuing. No other information.